Manufacturer narrative:
This report is submitted on june 23, 2021.

Event description:
Per the clinic, the patient was taken to hospital on (B)(6) 2019, due to the development of a hematoma at the implant site. The hematoma was drained on (B)(6) 2019, and the patient was discharged from hospital on (B)(6) 2019. On (B)(6) 2020, the patient was again hospitalised for atrophy of the skin flap, and underwent a surgery on (B)(6) 2020, to repair the skin flap.